Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the basic occlusion test, displacement test and excessive no delivery test. No motor error alarms occurred during test. The motor passed the motor test. No unexpected failed battery test alarms noted. No damage found on the battery tube assembly. Currents were within specifications. Device was received with serial/address label peeling, cracked battery tube threads, scratched display window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error twice and also had a failed battery test alarm. Blood glucose value was 597 mg/dl; treated with manual injections. It was stated the infusion set might have been occluded. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.